Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineering confirmed the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. The proximal clevis and main tube, adjacent to the broken main tube, exhibited scratch marks which are an indicator of externally applied forces and may be a contributor to the breakage. The instrument has seven remaining uses out of 14. As a result of the broken main tube, the proximal clevis was dislodged from its normal position on the main tube. It appeared that the dislodged proximal clevis made the instrument difficult to be removed from the trocar and the cables at the distal end were cut to allow the trocar to be removed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have the main tube broken a piece measuring proximately 4.50 mm 3.80 mm was not returned with the instrument. Additional observation related to the customer reported complaint: the instrument was found to have the proximal clevis dislodged. The proximal clevis was found to be completely detached from the instrument main tube. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the procedure was completed with a reserve instrument. The operation was delayed by approx. 15 minutes as a result. The branch fell into the patient and was subsequently removed. The instruments must have touched each other during the procedure. The port incision was later enlarged to remove the specimen. No photographs are available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument came loose in the stomach where the transition between the black and the metallic. The customer had to undock the entire arm and remove the trocar to remove the instrument. However, the trocar could not be removed from the instrument because everything was displaced. Therefore, the entire instrument had to be removed so that the trocar could be removed. The procedure was completed with no reported injury.